Event description:
When the nxt band and the autopulse nxt li-ion battery are inserted and the autopulse nxt platform (sn (B)(6) is switched on, everything looks ok. However, as soon as the platform is started by pressing the green button, the yellow triangle indicator flashes and the device does not start resuscitation. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The autopulse nxt platform in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer reported complaint that the yellow triangle indicator on the autopulse nxt platform (sn (B)(6) flashes and the device does not start resuscitation was confirmed during archive review and functional testing. The root cause was that the encoder cable had come loose, which was causing the motor to stall. The locking tab on the encoder cable was worn out, preventing the cable from locking securely in place. Review of the archive data indicated fault code 1072 (motor stalled while running), thus, confirming the reported complaint. The ap nxt platform failed the preliminary functional testing because the right and left-side band slots attachments were not in the home position, related to the reported complaint. Upon opening the bottom enclosure, it was observed that the encoder cable had come loose, which caused the motor to stall. When the motor stalled the band slot attachments did not stop at the home position. The yellow triangle indicator flashes, and the device does not start resuscitation, thus confirming the reported complaint. During the attempt to reconnect the encoder cable, the cable did not securely lock in place and was easy to pull out again. It was observed that the locking tab on the encoder cable was worn out. After replacing the encoder cable, the issue was resolved. The band slot attachments of the platform were set to the home position, and a full travel test was performed, verifying that the platform goes through the cycle to find the patient's home without errors. The platform was tested using mztf (medium zoll test fixture) with one battery until it was discharged, and no faults or errors were found. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse nxt platform with sn (B)(6).